Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right ventricular lead had a high and out of range high voltage impedance. Other electrical measurements remained stable. The patient was in stable condition and would continue to be monitored.